Event description:
The customer reported being hospitalized with high blood glucose and had a stroke. The blood glucose at time of call was 170mg/dl. The customer stated that they lost her insulin pump while she while staying in the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.